Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8015ls unit serial # (B)(4). Case resolution: tech get error code 1006130 on 8015 ls unit, which has to unit power up in normal mode the configuration is invalid, had tech power unit off then walk tech through power up unit in configuration mode and select and select yes to put unit in factory default then power unit off back on in normal mode, unit came back up with no error was able to complete his task on unit error resolve.. Tech thank me for my assist. (B)(4).